Event description:
Follow up revealed that the patient has effective therapy.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg being inoperable. As a result, the patient underwent surgical intervention to have their ipg replaced with a different model.